Manufacturer narrative:
Leaflet disruption from vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The source of the infection provided was possibly from the teeth.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years and 3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. According to the operative report: "the leaflets of the prosthetic valve were obviously infected with vegetations. There was no obvious involvement of the sewing ring looking at it; however, I will note that the ring was not nearly as incorporated at points I would have anticipated. The aortotomy was opened and the above findings noted. We were able to excise the previous valve. It should be noted that there was what appeared to be mild mitral regurgitation and inspection of the mitral valve did reveal some old suture material but there was no evidence of infection involving the valve, at least as seen through the aortic root." Per the surgeon, the reason for explanting the valve was not related to a product malfunction.